Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4). On (B)(4) 2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse ran a cup transfer test. The fse found the cup pickup intermittently was not finding the z home position. The fse replaced the stepper motor for cup pickup and ran the cup transfer without error. All errors cleared and the aia-900 instrument is operational. No further action is required by field service. The most probable cause for error 4153 c.trans-z home overrun was the stepper motor for cup pickup.

Event description:
On (B)(6) 2017, a customer reported error 4153 c.trans-z home overrun on the aia-900 instrument. The customer stated that the error occurred when the instrument attempted to pick up cups from the d lane and move them to the incubator. The system stops. The customer cleaned the sensor where it picks up the cups and removed the blue cover then checked for dropped cups and tips. The error persisted. The customer is unable to run patient samples on a1c diabetes marker and bhcg reproductive hormones. On (B)(4) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for bhcg and hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.